Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. Based on the legal manufacturer¿s investigation, it appears that the reported issues of "no light" and the b40 error were likely caused by an accidental failure of the parts on the printed circuit board (pcb). The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, there was no light of the examination lamp of the subject device. The procedure was rescheduled. Olympus (B)(4) (oekg) checked the subject device and found that the error b40 which indicated that the subject device was damaged occurred and the electrical circuit boards had failure and were rusty. There was no report of patient injury associated with the event.